Event description:
Boston scientific received information that safety switch tripped for the right ventricular (rv) lead for an unknown reason. Upon evaluation, the rv lead impedance measurements were normal. It was also noted that the patient's wife had contacted technical services (ts) with concerns over the device driving the pacing rate into the high 90 bpm range. The boston scientific field representative was unaware of the advocate's concerns and stated that the device interrogation revealed no evidence of the pacemaker increasing the patient's heart rate. The field representative reset the lead safety switch and the physician has opted to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.